Manufacturer narrative:
Expiration date: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. However, a review of the shipping inspection record for the period of june 2017- may 2020, which was set by considering the expiration period of three years from the date the issue occurred ((B)(6) 2020), was performed. It was confirmed that there was no peculiar fluctuation in the tip breaking strength test data. IFU states: manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. If any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. It is likely that the actual sample was exposed to excessive pulling force while the distal coiled section was entrapped in the calcified lesion, which resulted in the fracture. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR (B)(4) for the importer report. (B)(4).

Event description:
The user facility reported that the involved runthrough ns was used during the procedure. The tip of the runthrough became separated from the body of the proximal end of the wire when the tip became lodged in a piece of calcium in the left coronary artery. The doctor was able to retrieve the tip of the wire without any major complications to the patient; the tip was snared. They successfully completed the heart catheterization. The blood loss was less than 250cc's. The patient's condition was stable, and the procedure was successful. Additional information was received on 01jun2020. Per the doctor they snared the wire from the artery and confirmed under fluoroscopy that there was nothing else remaining.